Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 18,683 joules of use. The case was completed using a second fiber. Patient outcome: no harm to patient.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was melted and drilled through; the cap was also found to exhibit detritus, devitrification and burnt adhesive. The fiber/ cap conditions would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/ user handling due to anatomical/ procedural factors encountered during the procedure, limiting the performance of the fiber.